Manufacturer narrative:
Serial #: (B)(6). Lot #: 3000091786 corrected section: d1 - 'brand name' changed from linear 7.5 fr. 40cc to linear 7.5 fr. 34cc the product was returned with the membrane completely unfolded with blood on the exterior and interior of the catheter and between the catheter and the maquet sheath. The extender tubing was also returned. Two catheter tubing kinks were observed approximately 53.1cm & 76.7cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing and extender tubing was performed and one leak was detected on the membrane approximately 2.3cm from the rear seal and measuring approximately 0.076cm in length. The reported problem was most likely triggered by the leak found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark caused by a calcified plaque in the aorta. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint record # (B)(4).

Event description:
It was reported during intra-aortic balloon(iab) therapy, the console generated an unknown alarm. The nurse noticed blood in the helium line. After the balloon was removed, the nurse pumped the balloon with air and noticed a leak in the proximal end of the balloon. There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4).

Event description:
It was reported during intra-aortic balloon(iab) therapy, the console generated an unknown alarm. The nurse noticed blood in the helium line. After the balloon was removed, the nurse pumped the balloon with air and noticed a leak in the proximal end of the balloon. There was no reported injury to the patient.